Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device not alarming for air in line could not be identified. From the provided information alone. External and internal inspection could not be performed due to the devices not being returned for investigation. No log review was able to be performed due to no logs or devices being returned for investigation. The alaris system user manual (v12.1), states that the clinician must ensure that air is expelled from line prior to beginning infusion and incorporate the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients for example, low, very low, and extremely low birth weight neonates. Air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Testing could not be performed due to the devices not being returned for investigation. The device had no patient involment (npi). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device not alarming for air in line could not be identified from the provided information alone and no fault was found that could have attributed to the reported incident. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.